Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for underfill with the incident lot was observed.

Event description:
It was reported bd vacutainer® sst¿ ii advance blood collection tubes underfilled while drawing blood. No injury or medical intervention was reported.

Manufacturer narrative:
Correction: lot# 6089604.